Event description:
Information was received from a consumer (con) regarding a patient who was receiving an unknown drug via implantable pump for non-malignant pain. It was reported by a patient representative that the patient's personal therapy manager (ptm) "was not working." They were unable to provide any other clarifying information and were not with the patient/equipment to troubleshoot. Patient services recommended the patient call for further assistance. Additional information was received from the consumer indicated that the device was in airplane mode. The patient was walked through turning off airplane mode so the device could be sued properly. It was stated that the patient knew they were able to successfully deliver a bolus his left leg went numb. Additional information was received via a consumer. It was reported that the patient began having difficulty bolusing again. They had 6 to 7 myptm apps on the screen and the patient would try to bolus 3 to 4 times and by the 6th time, the patient would be able to bolus. The patient was unable to clarify hat kept the patient from being able to bolus. The patient then mentioned when connecting to pump, the screen would buffer and get stuck on 91% "for like 5 minutes" before connecting to pump. At the time of the report patient services offered recommendation for communicating with pump and reviewed recommendation to work with someone in person for hands on direction. The patient planned to call their healthcare provider to arrange to meet with a company representative.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.